Manufacturer narrative:
Visual inspection confirmed the presence of a hole in the pneumatic hose of the device. The device was repaired.

Event description:
It was reported that the handpiece was leaking oil during visual inspection at the manufacturer. There was no pt involvement and no adverse consequences alleged with this event.